Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Bgl is high (rbg was 580 mg/dl ) [blood glucose increased]. She mentioned that the piston rod is detached from the back of the penfill [device issue]. The pen did not inject insulin [device failure]. This serious spontaneous case from egypt was reported by a patient family member or friend as "bgl is high (rbg was 580 mg/dl )(blood glucose increased)" with an unspecified onset date, "she mentioned that the piston rod is detached from the back of the penfill(device component detached)" with an unspecified onset date, "the pen did not inject insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 66 iu, qd(20iu breakfast /24iu launch /22 iu dinner ), subcutaneous) from unknown start date for "type 1 diabetes mellitus." Patient's weight: 72 kg. Patient's height: 160-162 cm and body mass index not reported. Current condition: type 1 diabetes mellitus (when was 6 years old). Concomitant products included - lantus(insulin glargine) and cidophage(metformin hydrochloride). On an unknown date, it was reported that, there was problem on the dose counter of patient's novopen 4 which was not working properly. Pen training was done on the mechanical part by adjusting the dose counter to 60u and press the dose button the piston rod moves normally as patient said that the piston rod was moving out and in the mechanical part freely, patient was told that it was normally as it moves free according to gravity. After adding old penfill and new needle, the pen did not inject insulin (10u twice ) and mentioned that the piston rod was detached from the back of the penfill and moving free in and out although was touching the penfill rubber. Patient also confirmed that patient was not store the pen inside the fridge and change the needle every 2 days. On an unknown date, the patient suffered from hyperglycemia from 1 week (due to pen problem) with random blood glucose of 580 mg/dl (normal blood glucose ranging between 140-160-220 mg /dl) due to the problem with their novopen and last hba1c was 8% (this month). It was reported that the patient do not either separate the needle or change it , she mentioned that she can not afford the cost of the needles. The patient mentioned that the force was normal but she was hearing the sound of the piston rod moving rapidly. Needle attached straight to the pen, did not change the needles type recently, she mentioned that she ensure that the needle was properly attached to the pen. Batch numbers: novopen 4: not reported. Actrapid penfill: lr79y75. Action taken to actrapid penfill was dose increased. Action taken to novopen 4 was not reported. The outcome for the event "bgl is high (rbg was 580 mg/dl )(blood glucose increased)" was not yet recovered. The outcome for the event "she mentioned that the piston rod is detached from the back of the penfill(device component detached)" was not reported. The outcome for the event "the pen did not inject insulin(device failure)" was not reported. Reporter comment: responder did not know the needle brand. Age of device 12 years. Batch number of novopen 4 was reported as :bug1323 (non valid). Additional dosage regimens: suspect product: actrapid penfill regimen #2 78 iu. Frequency & route used: qd( 26iu-28iu -24iu) subcutaneous lr79y75. Therapy dates: 12/--/2023 (if unknown, give duration).

Event description:
Case description: this serious spontaneous case from egypt was reported by a consumer as "bgl is high (rbg was 580 mg/dl )(blood glucose increased)" with an unspecified onset date, "she mentioned that the piston rod is detached from the back of the penfill(device component detached)" with an unspecified onset date, "the pen did not inject insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid penfill (insulin human) from unknown start date for "type 1 diabetes mellitus". Investigational result: name: novopen 4, batch number: bug1323 (non-valid) the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: actrapid penfill 3 ml 100iu/ml, batch number: lr79y75 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Batch numbers: novopen 4: unknown actrapid penfill: lr79y75 since last submission the case has been updated with the following:: - imdrf codes updated - investigational result updated - narrative updated accordingly references included: reference type: e2b company number reference ID#: eg-novoprod-962570 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00079 reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: 29-nov-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. With the available limited information, it is therefore not possible to identify a clear root cause in relation to functionality of novopen 4. Needle reusage could be one of the reason contributing to the events. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor which could have contributed to reported event blood glucose increase. H3 continued: evaluation summary name: novopen 4, batch number: bug1323 (non-valid) the product was not returned for examination. If possible, please forward the reported product(s) for further investigations.